Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient fell down a flight of stairs on (B)(6), (B)(6) 2018. They thought they went to the doctor after that, but they didn¿t remember when, and they thought the doctor ¿reset the whole thing.¿ it was stated that they did an x-ray and didn¿t break anything. It was reported that they have been getting the poor communication screen for a couple of days now. Troubleshooting found that they used an antenna, and communication was attempted both with and without the antenna on the call, but the poor communication was not resolved. It was recommended that they follow up with their healthcare provider based on the fall and the age of their implant. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.